Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to confirm the reported condition in the clinical testing conducted. The customer¿s reported concern was replicated in a single retain sample. In addition, retention samples were tested for additive abnormalities. All testing was within specification with no abnormalities identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for erroneous results based on the clinical testing performed. A root cause could not be determined.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 126 units blood collection tubes erroneous results were obtained. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the lot yields bad results.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 126 units blood collection tubes initial reporter state: address information was not able to be obtained, however, (B)(6)was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 126 units blood collection tubes erroneous results were obtained. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the lot yields bad results.